Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the surgeon placed the (511sd) trocar into the subxyphoid port and placed a oneseal on the trocar. A ten millimeter device was placed down the trocar and it began to lose pneumo. After examining the trocar seal, a tear was found. This happened with two trocars on the same case. Both trocars were 511sds. One trocar came from a fdc32 kit. The other trocar was pulled individually. The case was finished with another 511sd trocar. There was no consequence to the patient.